Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that, "2 cases today where the ECG has shown a big amount in one lead when using a 3 lead, when using 7 leads it is not there, and 12 leads it is not there. On elevation. The device was in clinical use at the time the reported issue was discovered. There was no report of patient or user harm.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.